Event description:
During, gastroscope and esophageal varices procedure a speedband superview super 7 ligator was used. The physician managed to band 4 varices successfully. When he tried to band again, the remaining bands just slipped off. Four bands were adequate to stop bleeding with no complications to the pt. The gastroscope and this device were removed. The pt is in stable condition.

Manufacturer narrative:
The device has not been rec'd. Therefore, a failure analysis is not available. The relationship between the device and the event is undetermined.